Manufacturer narrative:
Service call was opened by mistake.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).